Event description:
This unsolicited device case from united states was received on 17-aug-2015 and 18-aug-2015 (both information processed together with clock start date: 17-aug-2015) from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one for right knee tear (off label use) and developed pain in her knees/ pain in both ankles, increased burning feeling on the bottom of her feet, in her lower back and head, headache/ head feeling like labor pains, was not feeling well, back was feeling like labor pains and feet feeling like labor pains. Medical history included burning at the bottom of her feet (started two months ago) and lower back surgery a year ago. No previous drugs and concomitant drugs were reported. On (B)(6)-2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6ml once in her right knee by a physician (batch number and expiry date: unknown) for right knee tear (off label use). On (B)(6)-2015, 4 days after receiving treatment with synvisc one, the patient started experiencing pain in her knees, her ankles, increased burning feeling on the bottom of her feet, in her lower back and head and headaches. The patient stated that both ankles, feet, back, and head were feeling like labor pains everywhere. The patient had some hydrocodone tablets and she took 2 tablets and it did not do anything to her pain. On (B)(6)-2015 (monday), the patient went to an urgent care facility and they started her on an IV and had an injection of ondansetron hydrochloride (zofran) and hydromorphone hydrochloride (dilaudid) but it did not relieve the pain. They gave her another injection of lorazepam and hydromorphone hydrochloride (ativan) and her pain was reduced. The patient was at the urgent care for three hours. The patient was sent to the emergency room (ER) where the physician checked her for blood clots which there were none and prescribed hydromorphone hydrochloride 2 mg every 6 hr for the pain for 4 days. On (B)(6)-2015 (thursday), the physician who gave her the synvisc-one injection called her saying he was sorry and was feeling bad about her injection reaction. On (B)(6)-2015 (friday), 11 days after receiving treatment with synvisc one, at 2:30 pm, the patient was down to her last tablet and was not feeling well. She went back to the urgent care facility. The same nurse was there and she put her in a back room. The patient wanted to see if she could stay off from taking that last hydromorphone hydrochloride but at 3:30 pm, the pain came back. They gave her a steroid injection in the right knee which did not do anything to the pain. The urgent care physician wrote another prescription for hydromorphone hydrochloride, 2 mg every 6 hr for the pain for 4 days. On (B)(6)-2015, hydromorphone hydrochloride was not working as effectively as before on her pain. The patient stated that, she did not want to get addicted to the hydromorphone hydrochloride because she had a problem before with pain medications. She would be seeing her neurologist on (B)(6)-2015 for the burning on the bottom in her feet that started two months ago. She was advised to contact her health care providers about her symptoms. At this time, her symptoms are continuing. On (B)(6)-2015, the patient reported that her pain was continuing to the parts of her body she had mentioned before. She just took her last dose of hydromorphone hydrochloride and it was not working as well as it was before. Corrective treatment: steroid, hydrocodone, ondansetron hydrochloride, hydromorphone hydrochloride and lorazepam for pain in her knees/ pain in both ankles; hydrocodone, hydromorphone hydrochloride, ondansetron hydrochloride and lorazepam for headache/ head feeling like labor pains; hydromorphone hydrochloride for back was feeling like labor pains and feet feeling like labor pains; not reported for rest of the events. Outcome: not recovered / not resolved for pain in her knees/ pain in both ankles, increased burning feeling on the bottom of her feet, in her lower back and head, headache/ head feeling like labor pains, was not feeling well, back was feeling like labor pains and feet feeling like labor pains. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: required intervention for pain in her knees/ pain in both ankles.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 (both information processed together with clock start date: (B)(6) 2015) from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one for right knee tear (off label use) and developed pain in her knees/ pain in both ankles, increased burning feeling on the bottom of her feet, in her lower back and head, headache/ head feeling like labor pains, was not feeling well, back was feeling like labor pains and feet feeling like labor pains. Medical history included burning at the bottom of her feet (started two months ago) and lower back surgery a year ago. No previous drugs and concomitant drugs were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6ml once in her right knee by a physician (batch number and expiry date: unknown) for right knee tear (off label use). On (B)(6) 2015, 4 days after receiving treatment with synvisc one, the patient started experiencing pain in her knees, her ankles, increased burning feeling on the bottom of her feet, in her lower back and head and headaches. The patient stated that both ankles, feet, back, and head were feeling like labor pains everywhere. The patient had some hydrocodone tablets and she took 2 tablets and it did not do anything to her pain. On (B)(6) 2015, the patient went to an urgent care facility and they started her on an IV and had an injection of ondansetron hydrochloride (zofran) and hydromorphone hydrochloride (dilaudid) but it did not relieve the pain. They gave her another injection of lorazepam and hydromorphone hydrochloride (ativan) and her pain was reduced. The patient was at the urgent care for three hours. The patient was sent to the emergency room (ER) where the physician checked her for blood clots which there were none and prescribed hydromorphone hydrochloride 2 mg every 6 hr for the pain for 4 days. On (B)(6) 2015, the physician who gave her the synvisc-one injection called her saying he was sorry and was feeling bad about her injection reaction. On (B)(6) 2015, 11 days after receiving treatment with synvisc one, at 2:30 pm, the patient was down to her last tablet and was not feeling well. She went back to the urgent care facility. The same nurse was there and she put her in a back room. The patient wanted to see if she could stay off from taking that last hydromorphone hydrochloride but at 3:30 pm, the pain came back. They gave her a steroid injection in the right knee which did not do anything to the pain. The urgent care physician wrote another prescription for hydromorphone hydrochloride, 2 mg every 6 hr for the pain for 4 days. On (B)(6) 2015, hydromorphone hydrochloride was not working as effectively as before on her pain. The patient stated that, she did not want to get addicted to the hydromorphone hydrochloride because she had a problem before with pain medications. She would be seeing her neurologist on (B)(6) 2015 for the burning on the bottom in her feet that started two months ago. She was advised to contact her health care providers about her symptoms. At this time, her symptoms are continuing. On (B)(6) 2015, the patient reported that her pain was continuing to the parts of her body she had mentioned before. She just took her last dose of hydromorphone hydrochloride and it was not working as well as it was before. Corrective treatment: steroid, hydrocodone, ondansetron hydrochloride, hydromorphone hydrochloride and lorazepam for pain in her knees/ pain in both ankles; hydrocodone, hydromorphone hydrochloride, ondansetron hydrochloride and lorazepam for headache/ head feeling like labor pains; hydromorphone hydrochloride for back was feeling like labor pains and feet feeling like labor pains; not reported for rest of the events. Outcome: not recovered / not resolved for pain in her knees/ pain in both ankles, increased burning feeling on the bottom of her feet, in her lower back and head, headache/ head feeling like labor pains, was not feeling well, back was feeling like labor pains and feet feeling like labor pains. A pharmaceutical technical complaint was initiated with global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pain in her knees/ pain in both ankles additional information was received on 20-aug-2015. Global ptc number and results were added. Text was amended accordingly.